Manufacturer narrative:
Device MFR date not available at time of this event. The device was returned for evaluation on (B)(6) 2011. The investigation is in process.

Event description:
A medtronic rep reported that the communication cable for the axiem portable system was causing an intermittent connection. There was no pt present.